Event description:
The pt reported that for almost a year now she has had pain at the ipg site. A little less than a year ago the pt had met with her physician because she could not charge her ipg. He told her that the ipg had flipped over, not allowing her to recharge. The doctor flipped the ipg back over without a surgical intervention. The pt stated that the ipg has been painful since then and tends to get caught and bumped on things. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.